Event description:
It was reported that while stimulation was turned on and off the pt was experiencing acute pain in the upper right quadrant of her body. The pt had the pain since (B)(6) 2010. Between her scs (spinal cord stimulation) trial and implant, the pt had her gallbladder removed. The pt had been in the hospital for 11 days. The hcp was considering removing the ins in order to perform a MRI. Per the rptr, the hcp believed the pain could have been caused by the stimulation system. The ins implant location was the upper buttock. The lead location was thoracic (near the bra line). The stimulation was turned off and the pain was still occurring. Additional info was requested.

Manufacturer narrative:
(B)(4).